Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the screw broke in a well seated implant at tooth site #19. The doctor was able to remove the broken screw and mentioned that the screw fragments got suctioned during removal so there is nothing to send back. Patient to return for screw replacement.